Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, there was no pass at biopsy port side, borescope blockage on biopsy side, and foreign object at the insertion section mount. Once removed during inspection, the borescope was found to have minor scratches. Additionally, the radio frequency identification label was scratched, there was a cut on switch #1, there was play in the control knob movement, and minor scratches and dents and missing glue on the pin. Lastly, the ob lens had minor edge scratch not affecting the image, the light guide lens had minor edge, glue over the edge of the lenses, and the bending section cover was cracked and had adhesive removed were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope's biopsy port was obstructed. The issue was found during reprocessing and the same device was used to complete the operation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the mount (identified within the device as the "k-mount") was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.